Event description:
It was reported that there was c-arm unintended rotation. No injuries reported. Field engineer was dispatched to site and after investigation the motor and rotor control boards were replaced. After this the system was left working as intended.